Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification. Deformation was evident to the evident to the proximal and mid stent wraps with struts raised and bunched. No deformation evident to the distal tip. A guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug-eluting stent, the stent failed to cross the lesion. The lesion being treated was mildly tortuous and moderately calcified located in the mid to proximal right coronary artery (rca). There was stenosis noted in the proximal and mid rca. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a 2.0 x 15mm non-medtronic balloon at 14atm. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. Following pre-dilation, the onyx trucor stent was inserted into the mid rca via the proximal artery. When the stent reached the proximal artery, the stent could no longer pass through the mid section of the artery. Repeated attempts were made to push the stent through but the stent failed to pass the mid rca. No patient complications have been reported as a result of this event.